Event description:
It was reported by the customer stating that during a breast biopsy while attempting to biopsy calcifications, after taking 4 or 5 cores they received a green cable error code (no code noted). They checked the cable and noticed that the wires were exposed. The case was aborted. The samples retrieved did not have the targeted calcifications in them. The patient was rescheduled and sent home under normal post biopsy instructions. Holster being sent back for repair.